Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Involved reciproc file r25 8/100 25mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1492881, #1499039, #1499054, #1497654, #1498803, #1499385 and #1497672). The unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). The sample being representative, we can consider that the vdw batch #253769 is conforming. No fault found. Production meets specifications.